Event description:
Medtronic received information that a transcatheter bioprosthetic valve was implanted valve-in-valve into a failed sorin mitroflow surgical valve. The failure mechanism of the mitroflow was not reported. Following the implant, electrocardiogram (ECG) changes showed a partial obstruction of the left main coronary artery due to a leaflet of the mitroflow valve. Percutaneous coronary intervention (pci) was performed and a stent was placed in the left main artery. No further adverse patient effects were reported. Pe (B)(4), this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).